Event description:
Four patient samples with discrepant results. Same patient samples were repeated on same analyzer. Patient 1 (female), initial calcium result 10.5 mg/dl; repeat 9.6 mg/dl. Patient 2 (male), initial calcium result 7.7 mg/dl; repeat 8.6 mg/dl. Patient 3 (female), initial calcium result 7.0 mg/dl; repeat 7.8 mg/dl. Patient 4 (female), initial magnesium result 4.2 mg/dl, repeat 2.7 mg/dl. No adverse events reported in association with erroneous results. The field service representative determined the cause to be a problem with the cell rinse tubing and nozzles. The cell rinse tubing and nozzles were replaced. Performance tests were performed which were within specification.